Manufacturer narrative:
(B)(4). Corrected data: g1 contact details updated. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint airvo 2 was received at fisher & paykel healthcare (f&p) in new zealand where it was inspected by a trained f&p employee. The device was performance tested and the audible alarm function was checked. Results: performance testing revealed that the audible alarm of the airvo 2 unit was working. Conclusion: we are unable to determine what may have caused the reported failure as there was no fault found with the returned device.

Event description:
A healthcare facility in california reported that a pt101 airvo 2 humidifier did not have an audible alarm. There was no reported patient involvement.

Event description:
A healthcare facility in california reported that a pt101 airvo 2 humidifier did not have an audible alarm. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The subject device is no longer in use by the healthcare facility. Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. We will provide a follow up report upon completion of our investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.